Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) was myopotential over-sensing leading to pacing inhibition. The patient was asymptomatic. No changes were made and the patient was in stable condition.